Event description:
It was reported that during an arthroscopic surgery the tip of the probe came off and detached. The broken piece was retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual evaluation noted that the insulator and the electrode of the apollorf sj50, aspirating ablator, 50°, short, were broken off and not returned for investigation. Functional test was not performed due to the tip being broken off. The most likely cause for the reported failure can be attributed to user error of the device due to either excessive force used and/or the device coming in contact with another device during use.